Event description:
When the device was used during an unknown procedure, the device functioned as intended during the initial procedure. One day post operatively, the patient lost a 1000 ccs of blood. Patient required a reoperation to control the bleeding. Bleeding was controlled using clips. No other medical intervention was required. The patient is in stable condition.